Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device returned.

Event description:
It was reported that during a sleeve gastrectomy procedure, a single staple of reload was not discharged correctly during the firing sequence and remained logged in reload and caught tissue. The tissue was cut but very small (2mm). Another like device was used to complete the procedure. Surgery was prolonged one minute. There were no adverse consequences for the patient.